Event description:
Complainant alleged that during training by a distributor, the device failed to obtain an ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.